Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) lead. No pacing inhibition was observed. Technical services was consulted and programming options were recommended. However, no reprogramming changes were made and the plan is continuing to be monitored. Currently, this product remains in service and no adverse patient effects were reported.